Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the usb cable would not stay connected to the usb port of the pump resulting in difficulties charging the pump. The issue continued across multiple usb cables. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to insulin pens for diabetes management.